Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer 5,6,7 and 8 were failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to retrieve medication from other station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: b5, h6. A supplemental MDR was submitted to reflect the correct medical device problem code, component code and describe event or problem.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the drawers 5,6,7 and 8 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the right side of the tower was not recognized doors 5,6,7 and 8 despite replacing the door board and bus cable. A field service engineer (fse) confirmed no issues with latches and cables. The fse swapped the cables on communication (com) sled, but the issue persisted. The fse then replaced the com sled and resolved the issue. Doors were recovered, and functionality was restored. The customer was then able to inventory without any issues. The system functioned as intended after the field service engineer repaired the device.